Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A lack of refrigerant is suspected. The device will return to manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling properly during a procedure. Reportedlly, the patient side could not cool below 25°c. Thus, the device was replaced with another to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the device was returned to the manufacturer site for investigation. It was found the the desired temperature could be achieved and that cooling time were out of specifications. Technician in charge did not see a refrigerant loss via the cooling coils, but just long cooling time, since the cooling was achievable. The unit is installed since 2018 and a review of the complaint database did not reveal further similar confirmed issue related to this heater cooler. Further analysis of the device revealed that no visible hole was present on the patient / cardioplegia tanks cooling coils. However, the device reached the set temperatures exceeding the time prescribed by manufacturer specifications. A previous investigation performed on a similar event revealed that the degradation of the coils led to the thinning of the copper in a zone that created a micro-hole, not visible to the naked eye. Therefore, due to the loss of refrigerant the device was malfunctioning during cooling. Based on available information, the root cause of the reported issue could be traced back to a refrigerant leak from the cooling coils due to a micro-hole. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.